Event description:
A tandem mobi cartridge alarm was reported by the caller. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support confirmed the alarm and decided to replace the pump. The customer will continue using the current pump until the replacement arrives and received instructions on how to return the malfunctioning pump.